Event description:
The customer reported that during (B) (6) 2009, there had been a tube with a blown cuff where the patient required a non-routine replacement of the tube. The tube was discarded and the customer had no other details of the event.